Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hypoglycemic event while on the pump. The reporter stated that the patient¿s blood glucose might have gone as low as 20 mg/dl with symptoms of confusion. The patient self treated by drinking orange juice. The reporter stated that the patient had multiple contributing factors to the alleged blood glucose excursion including, significant weight change, a change in stress levels, and a change in pain levels. The reporter indicated that the patient would bolus without eating and that they had not responded to an alarm in a timely manner. A review of the pump history indicated that changes had been made to the pump¿s basal settings. This complaint is being reported based on the allegation that the patient had experienced a hypoglycemic event as a result of use error of the device.